Event description:
It was reported that this pacemaker exhibited farfield r-wave oversensing on the atrial channel. Technical services (ts) discussed potential programming options. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.